Event description:
It was reported that during procedure to treat 80% stenosed superficial femoral artery (sfa), before the intervention began, the viperwire peripheral advance guidewire was advanced through a 45 cm non-abbott sheath. It was noted that the vessel was primarily wired with the viperwire guidewire. The tip of the wire broke off as it exited the sheath and the tip was retrieved with a snare. A replacement viperwire was used with the orbital atherectomy system and a drug coated balloon was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during procedure to treat 80% stenosed superficial femoral artery (sfa), before the intervention began, the viperwire peripheral advance guidewire was advanced through a 45 cm non-abbott sheath. It was noted that the vessel was primarily wired with the viperwire guidewire. The tip of the wire broke off as it exited the sheath and the tip was retrieved with a snare. A replacement viperwire was used with the orbital atherectomy system and a drug coated balloon was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
A visual inspection, dimensional analysis, and detailed analysis were performed on the returned device. The reported guide wire fracture is confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation appears to be related to circumstances of the procedure. Sem analysis of the fracture face shows evidence of ductile torsion. There is a kink at the fracture which is consistent with the wire being bent and manipulated until failure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.